Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the endo gia 3.5 sulu would not completely deploy all of the staples. The surgeon had to use another endo gia to cut and staple the first reload free. Tissue remained in the endo gia reload when it was removed from the trocar. Minimal tissue loss in reload. Surgeon had to over sew the staple line to ensure that no leaks would occur. There was no loss of blood due to the incident.

Manufacturer narrative:
(B)(4).